Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient tested with a coaguchek inrange meter (unknown serial number) and two different unknown lot numbers of test strips. This medwatch will apply to unknown test strip lot number 1. Please refer to the medwatch with patient identifier (B)(6) for information related to unknown test strip lot number 2. A sample from the patient was tested on the meter using unknown test strip lot number 1, resulting with a value of 6.5 inr. Within two hours, a sample from the patient was tested on the meter using unknown test strip lot number 2, resulting with a value of 4.5 inr. No adverse events were alleged to have occurred with the patient. The reporter's product was requested for investigation.